Manufacturer narrative:
This report is being submitted to relay corrected information. It was previously incorrectly reported that the DHR was reviewed. It was not, as the lot number is unknown/not provided. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation was corrected: 4109 and 4111. H10: narrative/data was corrected. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified an implant with fractured collar and bone residue around the external threads. In addition, a fragment of an unknown device was found in the implant drive feature. There is not sufficient information available for the fractured fragment that was returned with the reported implant to identify it or to investigate it. The investigation was performed on the implant, and implant fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Lot number is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the tsvb13 implant fractured and was removed. Tooth site # 30.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. Visual evaluation of the as returned products identified an implant with fractured collar, bone residue around the external threads and in addition, a fragment of an unknown device in the drive feature. Only a fractured implant was reported. Upon follow up, customer could not confirm nor identify the device fractured inside the implant ¿ no awareness of such device and associated event. However, customer stated that the fractured implant was in fact an svh13 implant. The following sections are being reported: b4: date of this report was updated. D1: brand name is updated. D4: catalog number is updated g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.